Event description:
It was reported that the pump emitted a smell resembling a burning battery. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump.